Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple attempts to activate the screen, an issue ongoing for about a year. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to confirm the pump was not connected to a power source and to press the button firmly, which worked but remained difficult. Technical support decided to replace the pump, advising that the customer would receive one with updated software and provided instructions on returning the defective pump. The customer was informed about the actions required upon receipt of the replacement and committed to following them.